Event description:
A malfunction was reported on a pump. There was no reported impact to the customer's blood glucose level. Customer support provided information to reset the pump and assisted the caller in doing so. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if the issue occurs again.